Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump's dual wave bolus feature was not working as it should. The customer¿s blood glucose level was low at the time of the incident. The customer was reporting issues with the delivery amount being dispensed by the pump, but did not provide further details. Troubleshooting was not completed as the customer ended the call. The insulin pump will not be returned for analysis.